Manufacturer narrative:
Customer confirmed product will not be returning for evaluation. Therefore, this event is reported solely on the information provided by the customer. Customer did not indicate any patient injuries due to the unclipping of the vest. Without the return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be confirmed. A review of the complaint database revealed two other complaints in the past 2 years where the patient was able to unclip the buckles. Both complaint were received from the same care facility, and in both cases, product was not returned for evaluation but staff were able to find a work around. It was noted if you loop the female end of the buckle through the same loop that it is connected to, (although very difficult), it keeps the buckle tucked further under the bed. The instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. IFU states always monitor patient per facility policy. Improper application or use of any restraint may result in serious injury or death. Make sure straps cannot slide, loosen, or tighten if the patient pulls on them, or if the bed or chair seat position is adjusted. The patient may suffocate if the straps tighten. If the straps loosen, serious injury or death may occur from: patient escape; or from chest compression or suffocation if the patient becomes suspended in the restraint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4).

Event description:
Customer is reporting a complaint on product part 3060. (B)(6). Customer states that the patient was able to undo the clips of the vest by leaning over the side of the vest & then reaching under the bed to unclip the vest. The patient was then able to get out of bed. Report indicates the product is not available to be returned.